Manufacturer narrative:
Follow-up # 1 date of submission 01/28/2015-device evaluation: the pump has been returned and evaluated by product analysis on 01/14/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed loss of prime warnings associated with low, non-zero forces. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated warnings.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.